Event description:
It was reported that the customer could smell insulin and needed a replacement insulin pump. The customer's blood glucose was unknown. The customer stated that there was crack damage on the insulin pump at the top of the reservoir compartment as well as in the reservoir window. The customer declined troubleshooting for leaks because she stated the issue was a no delivery alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube and lip, a cracked belt clip slot and minor scratches on the display window.